Event description:
It was reported that intermittent loss of left ventricular capture was noted on a remote transmission. The patient presented to the clinic, and programming changes were made. The patient was asymptomatic.